Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The insulin pump had intermittent button response during testing due to corroded keypad traces. No button error alarm noted. The device had scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The customer had button error alarms and was not able to clear it. She also had beeping due to high blood glucose values and her buttons did not respond. Customer went to the hospital because she was feeling weak and was vomiting. The blood glucose at the time of the incident was 17.6 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.